Event description:
A customer reported that their battery was depleting quickly. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and the technical support team was unable to obtain additional information or logs to address the issue. Consequently, the case was left open for review but was eventually closed without further action.